Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation indicated the need to replace the hard drive. Replaced hard driver, rebuilt nodes and cal files. The system was tested and found to be working as intended. System returned to service.

Event description:
It was reported that the 9800 system does not retrieve certain images and is slow to respond to image retrievals. No patient injury reported.